Manufacturer narrative:
Additional patient code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade IV, seroma, lump/nodule, and suspect lymphoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Medical staff report capsular contracture baker grade IV. "MRI: collection retro prothetic with nodules pictures enhanced after injection. Non-contributory biopsy." Radiologist suspects alcl. Removal of the device and capsulectomy. Device was in "bad condition." Medical staff also report that 'medical exams' were undertaken - no further details provided. This record relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease fold, wear abrasion, yellow particles, device appearance (observed 40 mm dark patch edge material inside gel device)and opening. A microscopic analysis was performed which identify crease sharp in the radius side. Based on the device analysis the final assessment is:a crease sharp in the posterior side due to a fold flaw opening.

Event description:
Medical staff report capsular contracture baker grade IV. "MRI: collection retro prothetic with nodules pictures enhanced after injection. Non-contributory biopsy." Radiologist suspects alcl. Removal of the device and capsulectomy. Device was in "bad condition." Medical staff also report that 'medical exams' were undertaken - no further details provided. This record relates to the right side.